Event description:
It was reported that the initial treatment went very well. However, two weeks later the doctor reported that the distal landing zone appears to have changed, resulting in obstructed flow and the patient developing headaches. To address this, the doctor planned a retreatment with a stryker stent over the distal end to pin the subject stent open. No additional information is available.

Event description:
It was reported that the initial treatment went very well. However, two weeks later the doctor reported that the distal landing zone appears to have changed, resulting in obstructed flow and the patient developing headaches. To address this, the doctor planned a retreatment with a stryker stent over the distal end to pin the subject stent open. No additional information is available.

Manufacturer narrative:
D4 lot # - corrected. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. The event description indicates "the initial treatment went very well. The distal landing zone measured 3.1 mm and the proximal 3.75 mm. Because dr. Wanted longer coverage, he selected the subject flow diverter. The procedure was straightforward, the flow diverter deployed within minutes, achieved perfect wall apposition, and opened successfully without any issues. However, two weeks later dr. Contacted me to report complications. The distal landing zone appears to have changed, resulting in obstructed flow and the patient developing headaches. To address this, dr. Planned a retreatment with an atlas stent over the distal end to pin the elite device open." Additional information states "first case elite placed 4/9. 25/9 the inr retreated patient, placed an atlas to pin the distal end open. Dr. Contacted me to report complications. The distal landing zone appears to have changed, resulting in obstructed flow and the patient developing headaches. To address this, dr. Planned a retreatment with an atlas stent over the distal end to pin the elite device open". The patient was discharged on friday, after the treatment on the thursday after an additional 2 night stay in hospital. It is unknown the level of tortuosity of the anatomy. It is probable that the anatomy may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent tapering¿. An assignable cause of anticipated procedural complication will be assigned to the reported defect 'patient vessel occlusion' and 'patient headache serious' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.